Event description:
It was reported the ultrasound gastrovideoscope had cuts in the rusty ultrasound pad. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d9, h2, h3, h4, h6 and h11. Corrected fields: h8. The device was returned to olympus for inspection, and the reported failure 'cuts on ultrasound pad' was confirmed. While the other reported malfunction 'rusty ultrasound pad' was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling cement on light guide lens and a cut pink probe. Based on the results of the investigation, a definitive root cause for the reported rusty ultrasound pad could not be established. The cause of the cuts on the ultrasound pad was traced to be component failure, likely due to fatigue. The causes of the additional malfunctions¿peeling cement on the light guide lens and a cut pink probe¿were also traced to be component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.